Event description:
It was reported that during an unknown procedure, the staples would not release from the device. Case was completed with a like device with no patient consequence. One device will be returned.